Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Cause was not known. Reportedly the customer fell to their knees causing bruising. The customer's mother gave them carbohydrates, apple sauce, and mega smarties to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.